Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to read the screen of the insulin pump. The blood glucose level of the insulin pump was unknown. The customer also reported that the insulin pump rejected battery and gave no delivery alerts. The insulin pump will not return for analysis.